Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device was discarded by the facility. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Additional associated products: 42508606801, persona cr left size 10 pps std femur lot# 65667379.

Event description:
It was reported that both femoral and tibial implants were suspected to be loose from bone scan imaging and patient was suffering from pain, swelling, popping noise, grinding sensation. During revision the femoral was confirmed loose, the tibial was not considered loose but replaced as a best practice. Articular surface replaced as part of procedure.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4, b5, d5, g3, g6, h1, h2, h3, h4, h6, h10, h11. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. The reported products were reviewed for compatibility with no issues noted. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: post initial implant, the arthroplasty components are anatomically aligned without abnormality. Pre-revision, there has been development of extensive osteolysis along the femoral implant seen on the lateral view which appears loose. Images show evidence of radiolucency along the femoral implant and loosening. There is no evidence of tibial implant loosening. Bone quality is osteopenic. Operative notes were not provided. The reported femoral loosening event is confirmed from provided xrays. The reported pain and swelling event for the tibia is not confirmed. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. D10: additional associated products: 42508606801 persona cr left size 10 pps std femur lot# 65667379. 42512100910 persona articular surface medial congruent (mc) left 10mm lot# 66020132. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.